Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred. Blood glucose level was 120 mg/dl. The customer successfully cleared the malfunction alarm and resumed insulin deliveries.